Event description:
A diabetic pt received a 2.5 x 24mm taxus stent in the anterior descending and a 2.5 x 18mm cypher stent in the circumflex. That same evening, the pt felt a light pain and then had an infarction due to thrombosis. According to the physician, they named thrombosis due to an electrocardiogram conducted which presented elevated st levels. No add'l info was given.

Manufacturer narrative:
This device (lot i0406072) is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.